Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the cardiac tamponage occurred due to the tip of the delivery system scraping the myocardium during manipulation prior to placement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg) the patient developed cardiac tamponade form cardiac perforation. Their blood pressure dropped and could not be measured, and oxygen levels desaturated. Pericardial drainage was performed draining two hundred and fifty milliliters. Their blood pressure and oxygen saturations stabilized and the patient was transferred to intensive care unit (ICU) for monitoring. The leadless ipg was successfully implanted and remains in use, despite having tortuous anatomy. No further patient complications have been reported as a result of this event.